Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a change to oral medication led to the empty pump. It was reported that they restarted the morphine pump to resolve the empty pump and patient pain. It was reported that the pain had not resolved and "it is killing me." No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained prialt with an unknown concentration and dose. It was reported the patient stated the pump was currently dry. There was nothing in the pump, and the pump had been empty for about 4 months. The patient stated there was no saline in the pump. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts. The patient stated he was miserable and was having rough pain. The patient stated the doctor at the nursing home put the patient on 10 mg of oral oxycodone about every 4 hours. The patient stated the doctor then increased the patient to 20 mg about 4 months ago, and he was on it for about a month. The patient stated the doctor then increased the oral medication to 30 mg four times a day. The patient stated he went to the hospital about 2 months ago for a urinary tract infection (uti), and he got really sick. The patient stated they took him off oral medications. The patient stated after he got back, the doctor started him back on 10 mg and told the patient he had to find a pain doctor. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient reported when their pump ran dry the alarm went off and they could not hear the beeping but their nurse did.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient couldn't hear the alarm because they are deaf in their right ear, but even the nurse in the ER could not hear the alarm. No further complications were reported.